Event description:
During a routine follow-up examination, physician observed a device sensing issue. The patient reported severe, painful shocking sensations deeper in the chest, preventing them from lying down. Imaging was performed, and the distal tip of the sensing lead was suspected of separating from the lead body. Physician brought the patient in for surgery and confirmed the distal sensor tip had separated from the lead body and migrated. The physician consulted with a cardiothoracic surgeon and deemed retrieval was a higher risk to the patient, so the sensor was abandoned. The physician removed the sense lead body and implanted a newer ipg model, which does not require a sensing lead, with no further issues.